Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage therapy was delivered despite the fact that a magnet was placed on it. All therapies were turned off per request from physician as the patient is in a hospice. Under circumstances, patient condition is good.